Event description:
Pt developed a leak in the intra-aortic balloon. Blood was noted in the tubing, and the console was immediately turned off. The balloon was discontinued shortly afterwards. The pt lost pedal pulses shortly afterwards.